Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection of the samples noted one suture and two needles. One of the needles was observed to be detached from a suture, suture was not returned. The other needle was noted to be attached to the suture, the loop of the suture was observed to be broken but not returned. Unfortunately, because no sealed samples were returned, pmv could not verify that the loop broke out of packaging. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the end of the procedure during skin closure, the device's thread broke. The device has been opened or removed from the packaging just before its use. They used another device to complete the case. There was no patient injury.